Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were unsure if their implantable pulse generator (ipg) was working properly or not. The device remains in use. No patient complications have been reported as a result of this event.